Manufacturer narrative:
Device code 2017- failure to follow steps / instructions. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
This is filed for gripper actuation issues. It was reported that this was a mitraclip procedure, treating degenerative mitral regurgitation of grade 4+. The patient anatomy included a small posterior leaflet. The clip delivery system (cds) was prepared for use per instructions for use (IFU) and no issues were noted. The device was advanced into the patient anatomy and attempts were made to grasp the leaflets. Difficulty was noted grasping the leaflets, due to the patient anatomy and the position of the cds. There were some visualization issues, related to the imaging quality. Additionally, blood was noted in the handle of the delivery catheter (dc) fastener. It was noted that the flush lines were not open enough, which allowed blood to come back into the handle. The flush lines were opened more, and no further blood was noted in the dc fastener handle. The clip was pulled above the valve to re-assess the grippers, and it was noted that one gripper, the anterior gripper, stayed raised. The device was removed without issue and a second cds was prepared without issue. The procedure continued with implant of one clip, reducing the mr from grade 4+ to grade 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify a lot specific issue at this time. It should be noted that the mitraclip instructions for use (IFU) warns that ¿heparinized saline flush should be continuous throughout the procedure. Discontinuing flush may result in air embolism and/or thrombus formation.¿ since, the flush was likely not continuous, this was a deviation from the IFU. Therefore, the reported improper or incorrect procedure or method (failure to follow steps/instructions) was due to user deviating from the IFU. The reported improper or incorrect procedure or method (failure to follow steps/instructions) did not cause or contribute to the reported issues. Based on the information reviewed, the reported positioning failure (leaflet grasping - clip not implanted) was due to procedural conditions. The reported poor image resolution as also due to procedural conditions. A cause for the reported difficult to open or close (gripper actuation - single) cannot be determined in this incident. The reported improper or incorrect procedure or method (failure to follow steps/instructions) was due to user deviating from the instructions for use (IFU). There is no indication of a product issue with respect to manufacture, design or labeling.